Manufacturer narrative:
Approximate age of device- 1 year, 14 days (calculated from the date when the mpu was issued to the patient. No further information was provided. A supplemental report will be submitted when the manufacturer¿s investigation is completed.

Event description:
The patient was implanted with left ventricular assist device (lvad) on (B)(6) 2015. It was reported that the manufacturer's technical service representative observed a no external power event on (B)(6) 2018 while the vad was connected to a mobile power unit (mpu) on a routine log file submitted for review. The no external power event could have been caused by the power cord of the mobile power unit (mpu) coming loose at the mpu or the wall outlet. During the event, the system controller's internal battery supplied power to the pump as designed. The patient was asymptomatic. No additional information was provided.

Manufacturer narrative:
Manufacturer's investigation conclusion: a no external power alarm was confirmed in the review of the submitted log file. The patient remains ongoing on vad support. The mpu listed under the patient's equipment history is serial number (B)(4). Review of the device history records found that (B)(4) was manufactured with the v-lock ac connector. The heartmate ii lvas IFU and the heartmate ii patient handbook describe all alarms (visual and audible) and what action should be performed when they do occur. This includes the no external power alarm. The heartmate ii lvas IFU and the heartmate ii patient handbook caution the users to call their hospital contacts if they think, for any reason, any portion of their equipment is not functioning as usual, is broken, or they are uncomfortable with the operation of the equipment. A review of the device history records revealed the device met applicable specifications. No further information was provided. The manufacturer is closing the file on this event.